Event description:
Info received indicates the trendelenburg and reverse trendelenburg function do not work.

Manufacturer narrative:
The facility stated they isolated the siderails from the interface board and the issue remained. The facility then reset the bed and the trendelenburg and reverse trendelenburg functions worked.